Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. The representative booted the system. During booting the collimator was inspected for performance. The collimator performed as expected. The rotor controller moved the x-ray tube as expected. There was no indication of a repeatable error. System booted to the 2d mode as expected. System left fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar. It was reported that the imaging acquisition system booted on and got an error initializing the collimator. They then rebooted the system and it initialized with no issues, but the gantry was shaking during initialization. They were able to take a spin with no issues. There was no impact to the patient outcome and delay was 15 minutes. The site requested a system checkout.